Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that approximately two weeks post revision procedure the sternum was leaking fluid. The site was not red, however a swab was taken as a possible site infection was being considered. Two days later the patient was prescribed oral antibiotics for an upper sternal wound infection. However, the patient didn't pick up the prescription from the pharmacy. Four days later the patient reported wound drier and no discharge. However, when seen three days later the clinic noted that the center of the wound appeared moist with yellow discharge. The physician prescribed another oral antibiotic. The patient has no further symptoms. The electrode remains in service and no additional adverse effects were reported.